Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Review of field data showed the complaint lot patient median value was within the range of other lots in the field between september 11, 2016 and september 9, 2017. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. This issue was previously submitted under MDR number 3002809144-2017-00121. This report is being submitted to document the correct manufacturer that was incorrect in MDR number 3002809144-2017-00121.

Event description:
The customer observed falsely elevated ca125 results while using the architect ca125 reagents. The following data was provided (u/ml) . Ca125 3500 u/ml, result from last month 9800 u/ml. The patient had previously undergone surgery for ovarian cancer and was undergoing chemotherapy. Tests were performed for follow up observation of the patient. No impact to patient management was reported.